Manufacturer narrative:
Concomitant medical products: 310c29 tissue valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with syncope. The device electrogram showed oversensing, undersensing, and non-sustained ventricular tachycardia episodes during the patient's ventricular fibrillation (vf). In addition, there was intermittent atrial undersensed beats noted. The right ventricular (rv) and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.